Manufacturer narrative:
The prod code and lot # were not provided for the test strips because the customer was unable to read that info.

Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and rec'd a result of 175 mg/dl. A normal control test range was not provided, but it should have been around 94-129 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.